Manufacturer narrative:
D10, g4, g7, h2, h3, h6, h10. The glidescope titanium lopro t3 blade was returned to verathon for evaluation. A verathon technical service representative evaluated the returned blade where they were able to verify the reported issue. It was found that when the blade was connected to a test video monitor and cable, the monitor would not show an image. The service representative also noted that the blade was discolored and that there was a significant amount of corrosion present in the connector. The returned blade was forwarded to verathon engineering to further investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The customer was provided with a replacement glidescope titanium lopro t3 blade, and the reported unit will be returned to verathon for further evaluation. A verathon complaints specialist contacted the customer to gather additional information about the event. When asked about their sterilization practices, the customer stated that they soak their device with steris resert for 8 minutes and then allow the device to dry. The customer also stated that they do not blow out the device connector with hospital grade air after soaking. The glidescope operations and maintenance manual (omm) states, "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." The complaints specialist provided a copy of the omm to the customer for reference and the customer confirmed that they would start blowing out the connectors moving forward. The device return is anticipated; however, at the time of the report the device has not been received by verathon. While root cause could not be conclusively determined at this time, it is likely that failure to follow the omm cleaning instructions could have contributed to the event. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would disappear intermittently. The customer indicated the procedure was completed with a backup glidescope system, which was made available within twenty (20) to thirty (30) seconds. No harm to the patient or user was reported. Although the exact date of the event was unknown, the customer believed that the event occurred in (B)(6) 2019.

Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned to verathon for evaluation. The verathon technical service representative observed heavy corrosion on the connector and pins of the returned blade. The technical service representative was able to duplicate the reported black image condition, while testing the returned blade. The glidescope operations and maintenance manual (omm) states "using hospital-grade clean air, which is free from oils and residuals found in common compressed air, blow out the connectors. This dries the connectors and removes any remaining residuals." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the connector pins. Verathon followed up with the customer and restated the importance of blowing out the connectors following the reprocessing of the blades. Since no repairs are available for lopro blades the customer was advised to replace their blade. Corrective action is not required at this time. Verathon will continue to monitor for trends.